Event description:
There was excess acd and saline used during a platelet pheresis procedure on an amicus separator instrument. The center reported that the anticoagulant volume delivered was 334 ml according to the instrument and according to the anticoagulant bag about 600 ml had been delivered. The donor had diarrhea, stomach cramping, was sweaty and pale and felt like pt might pass out. The donor was given ammonia and cold packs, their feet were elevated, the pt was given orange juice and coke. The donor recovered and left the center with no further issue.